Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced multiple episodes of elevated blood glucose while using the ilet with both 23 in 6 mm infusion inset and 23 in 6 mm contact detach sets; sites reportedly appeared normal, supplies were changed multiple times, meal announcements were entered, and replacement supplies were provided. Symptoms included hyperglycemia with readings up to approximately 400 by fingerstick and up to less than 400 by cgm, with durations ranging from about 2 to 4 hours, without ketone testing, backup therapy, or medical intervention. Outcomes included no reported injury and no hospitalization. Investigation included product troubleshooting, review of reported lot numbers, and education on use and access to device reports. Investigation of this case revealed no device alarms, no visible set abnormalities, and no confirmed device malfunction, so the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.